Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction likely occurred due to a malfunctioning scope.

Manufacturer narrative:
Through communication with the reporting person, performed by olympus technical support, the reporter indicated they isolated the problem to a specific scope and the scope would be repaired by their repair department.

Event description:
A user facility reported to olympus that no image from the scope was produced when the scope was connected. There was no patient injury or harm, associated with the problem, reported to olympus.